Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, a guide wire, micro catheter and subject aspiration catheter were used. Difficult advancement was encountered due to the patient's tortuous anatomy. During a third thrombectomy attempt, a radio-opaque ring-like material was observed on fluoroscopy in the distal left a1 segment of the anterior cerebral artery (aca) which moved to the left a2 segment (aca) spontaneously. Inspection of the subject aspiration catheter revealed a missing distal metallic marker. Physician did not attempt to retrieve the detached subject aspiration catheter tip marker due to the high risk of perforation caused by the tight impaction and sharp edges of the marker. Patient was admitted to the neurocritical care unit, and over her hospital course, required management of cerebral edema and respiratory failure. Eventually, their family opted to transition them to comfort measures only and they passed away. No other information is available.

Event description:
It was reported that during the procedure, a guide wire, micro catheter and subject aspiration catheter were used. Difficult advancement was encountered due to the patient's tortuous anatomy. During a third thrombectomy attempt, a radio-opaque ring-like material was observed on fluoroscopy in the distal left a1 segment of the anterior cerebral artery (aca) which moved to the left a2 segment (aca) spontaneously. Inspection of the subject aspiration catheter revealed a missing distal metallic marker. Physician did not attempt to retrieve the detached subject aspiration catheter tip marker due to the high risk of perforation caused by the tight impaction and sharp edges of the marker. Patient was admitted to the neurocritical care unit, and over her hospital course, required management of cerebral edema and respiratory failure. Eventually, their family opted to transition them to comfort measures only and they passed away. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the device history review (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The aspiration catheter tip may have broken due to the tortuous aortic arch and damaged metallic tip sheared off by the tip of the sheath during withdrawal. The as reported radio opaque (ro) marker(s) detached/separated/not visible under fluoroscopy, catheter shaft difficulty advancing & catheter tip broken/fractured during use will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The reported un-retrievable device fragments, patient complications & patient death are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.